Event description:
Overdelivery reported: the pump was programmed to deliver morphine sulfate 5mg/ml in the continuous only mode of delivery at 0.6mg/hr. It was reported that after a 4b (lcd data readout error) alarm event resolution, the pt appeared lethargic and oversedated. There was no info related to whether the syringe volume was less than it should have been based on rate and infusion time. At the time of the event, then pt's respiration rate was 12 breaths/minute. It was reported that the pt's respiration rate was 16 breaths/minute prior to the event. The physician was notified and narcan 0.4mg ivp was administered. It was reported that the narcan reversed the narcotized state. Though requested, there was no add'l info available.